Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that the anchor broke inside the patient. All pieces were removed. No patient injuries were reported.